Event description:
In preparation for a colonoscopy procedure, the physician selected a cook captura hot serrated forceps w/o spike. There was never any patient contact. The forceps were advanced through the endoscope but the endoscope was not yet advanced into the patient. The following observations were noticed with the forceps: right behind the cup, where the sheath meets the distal tip and where the forceps opens and closes, the sheath coating separates from the body of the sheath. The coating did not completely detach from the sheath. Also, the biopsy teeth are not lining up when they close the forceps. The complaint device was removed from the endoscope and the procedure was performed with a different device. This observation was made prior to patient contact; there was no impact to the patient. No additional medical procedures were required due to this occurrence. The user did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: an initial inspection of the product at cook confirmed the report. An excessive number of coils of the coil spring sheath are exposed at the distal end of the device. As the device was received, there was approximately 4 coils exposed however after soaking the device in disinfectant, only 1-2 coils were exposed. The device has been returned to the approved supplier for further evaluation. A follow up report will be provided once the approved suppliers' evaluation is received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura serrated forceps are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.